Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that I took out the old screw which was extracted easily. Then I chose a new longer one (76 mm 4.5). When it is about half in it starts to bend and when I try to back out, it breaks. I open the incision more to be able to visualize the entire screw and then it can be extracted. I put the pin back and prepare to insert a new 76 mm long 4.5 screw. Also, when it is about in the middle it starts to bend and when I back it off, the screw broke in 2-3 places when trying to extract. After a few attempts, we managed to pull it out with an extraction grid. I then chose to put a new parallel screw to the old one in a different size which worked well (72 mm 4.5). Both the broken screws were sent back for analysis about two months ago in a package delivered to the hospital. Although, the response letter (B)(4) stated that the screws were not returned witch is wrong in this case.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiry date), h4. Corrected: d4 (primary UDI number), g1 (manufacturing site name). H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the cannscr ø4.5 self-drill full-thr l76 sst was broken from the thread shaft. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cannscr ø4.5 self-drill full-thr l76 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 214.776s, lot # 361l498, manufacturing site: werk selzach logistik , release to warehouse date : 16.dec.2024, expiration date : 01.dec.2034, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6 photo investigation: the product was not returned to depuy synthes; however photos were provided for review. The photo investigation revealed that the cannscr ø4.5 self-drill full-thr l76 sst was broken from the thread shaft. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cannscr ø4.5 self-drill full-thr l76 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. I'm registering a complaint for two broken screws. Just got the call from the hospital. At this moment I only have limited details but have requested more info. Physical product investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the screw was broken from the threaded body, screw head was not returned. The device shows evidence of severe handling manipulation; threaded shaft bent and stripped. Foreign material was also identified, most likely being biological residue, however, with available information the complete potential cause for this condition remains unknown. The observed damaged condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the cannscr ø4.5 self-drill full-thr l76 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 214.776s. Lot # 361l498. Manufacturing site: werk selzach logistik. Release to: 16.dec.2024. Expiration date: 01.dec.2034. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. A DHR evaluation was performed for the finished device product code: 214.776s. Lot number: 43713p2. The product was released on: 20-november-2024. Manufacturing site: jabil grenchen, sterile part # 214.776s. Sterile lot # 361l498. Release to warehouse date: 16. Dec. 2024. Expiration date: 01. Dec. 2034. Supplier: (B)(4). Manufacturing site: werk selzach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. E1 initial reporter address line 1: (B)(6).

Event description:
It was reported that there were two broken screws.